Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during impaction of the femoral stem, the patient's femur fractured. Cabled were used.

Manufacturer narrative:
(B)(4). The reported event was confirmed by the review of surgical notes provided. Surgical notes stated the surgeon had to use the 55, then the 56 reamer because of the patient's hard peripheral rims. The surgeon was very happy with its orientation and stability, next the final 15 reduced distal fit femoral stem was then impacted into place, and that upon final impaction the medial calcar did fracture longitudinally. No device or photos were received; therefore the visual inspection was not performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. A complaint history review was conducted and determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.